Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 625 mg/dl. Troubleshooting was declined at the time of the call, as the doctor wanted someone to go to the hospital to troubleshoot in person. Advised that an insulin pump trainer would be contacted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.